Event description:
Shortly after implantation; the plaintiff (pt) exhibited symptoms of severe infection in their leg and after many months; the leg was amputated below the knee. Litigation is pending.